Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir casing cracked in multiple locations where reservoir could pull out and not deliver, and insulin pump had random no delivery alarms. Customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Insulin pump received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).